Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's cuff had a leak. The ventilator showed alarm, and the required flow was not maintained. The patient was reintubated.